Event description:
It was reported that the nylon screws on the 110 volts outlet assemblies have broken on five outlets. It was reported that a device being plugged into the bed was shorted to the outlet when the screws broke. No injury was reported.